Manufacturer narrative:
Product analysis : analysis confirmed customer comment of a broken overlay (semi-functional). Replaced overlay with salvage part. Keyboard cable damaged but functional. Replaced keyboard with salvage part. All salvage parts have been inspected per applicable requirements. Replaced media bay gasket, nylon standoff and screw as associated. No device corrosion. Reconfigured hard drive, reloaded and updated software. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was cracked; when interrogation was attempted the pen / stylus did not align with the touch pen and arrow commands. Interrogation was performed with a different programmer. The programmer is expected to be returned. No patient complications have been reported as a result of this event.